Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the issue. The customer's blood glucose level did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, and the customer was advised about necessary steps for using the new pump, including software updates. The customer was instructed on handling the return of the faulty pump and acknowledged all guidance provided.